Manufacturer narrative:
The evita v300 consists of a cockpit unit c300 and a ventilation unit v300. The logfile of the affected device was available for investigation. The log entries confirm that a warmstart of the ventilation unit v300 was triggered by the safety software of the device on (B)(6) 2019 at 4:43 a.m. After the warmstart, ventilation was continued. An unusually long duration of 9 months without switching off the device was identified as the cause of the warmstart. The logbook entries show that the device has been permanently switched on since (B)(6) 2019. Such a long period without switching off is unusual, as the device has to be switched off and the plug has to be pulled out according to the instructions for accessories assembly / disassembly and reprocessing. During a warmstart of the ventilation unit, the emergency valve is opened against the environment to allow spontaneous breathing to the patient. After a successful warmstart of the ventilation unit (duration approx. 8 seconds), the alarm message "ventilation unit restarted" is displayed on the cockpit c300 and an accompanying acoustic alarm sequence is generated. Ventilation is continued with the previously selected settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device had performed a restart. After restarting the device worked without any further malfunction. There was no patient injury reported.